Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the implantable cardioverter defibrillator, the electrogram showed possible undersensed premature ventricular contraction. Programming changes were made. The patient was doing well.